Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sphincterotome broke while being stretched into an arch before electricity was applied. The knife wire remained attached to the sheath and did not fall off. The issue occurred during a therapeutic endoscopic sphincterotomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New investigation added on fields: h3, h6. The device examination showed the knife wire was damaged and the knife wire coating was peeled and dislodged. Based on the result of device examination, and the similar investigation results, the condition of the wire was likely caused by two factors. First, the cutting wire where the wire coating was torn may have come into contact with the distal end of the endoscope when the forceps elevator was raised. Then, the electric conduction may have been activated, which caused the cutting wire to become hot quickly at the contact point which caused the wire to break. However, based on the results of the investigation, it could not be definitely determined what caused the issue. Olympus will continue to monitor field performance for this device.